Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices, and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: capsular contracture and asymmetry. Manufacturer reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative bilateral breast asymmetry and left-sided capsular contracture. The devices were initially re-implanted during a surgery on (B)(6) 2019. On (B)(6) 2019, the patient's physician diagnosed the left breast with capsular contracture baker grade ii. During another appointment on (B)(6) 2019, the capsular contracture on the left breast had progressed to baker grade iii. As a result, the patient underwent bilateral explantation, capsulotomy, and mastopexy revision on (B)(6) 2019. This report is for the patient¿s left-sided device.